Manufacturer narrative:
Device evaluation: returned device was received with the case damaged and power supply board "smoked". No evidence of reported problem in event log was found. During the evaluation of the device the case was damaged and there was a chip in the interconnect board that was burnt. The customer reported condition was confirmed. Impact on case. The burnt chip on the interconnect board usually happens when customer plugs in the battery the wrong way. Problem source is traced to the user. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical medfusion syringe pump has case damage and a power supply board that is smoked. No patient adverse effects reported.